Event description:
It was reported that during biomedical engineering test/check there was uneven operation. Graft appears to slant to one side. There was no patient involvement. Due diligence is complete. No additional information is available.

Manufacturer narrative:
(B)(4). D10: associated medical products: ratchet handle, item#: 00770102200, lot#: unk, serial#: unk. Autoclave case, item#: 00770100300, lot#: unk, serial#: unk. Z.s.g.m. Cutter 1.5:1 ratio, item#: 00770301500, lot#: unk, serial#: unk. Z. S. G. M. Cutter 2:1 ratio, item#: 00770302000, lot#: unk, serial#: unk. Z.s.g.m. Cutter 3:1 ratio, item#: 00770303000, lot#: unk, serial#: unk. Z.s.g.m. Cutter 4:1 ratio, item#: 00770304000, lot#: unk, serial#: unk. G2: foreign - event occurred in australia. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.